Event description:
Treatment of a giant ica (internal carotid artery) aneurysm. It was reported that the patient underwent pipeline embolization treatment involving a total of three pipelines. The first pipeline was placed with no issues; however the physician decided to implant another pipeline for better coverage. The second pipeline would not open distally and release from the capture coil despite manipulation of the marksman catheter and rotation of the pushwire. Upon advancing the marksman through the pipeline's proximal end and up to the distal end to release it from the capture coil, the distal pushwire and capture coil separated with the pipeline still attached and remains in the patient. A third pipeline was deployed and it also did not open; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00477.

Manufacturer narrative:
Only the proximal broken segment of the pushwire was returned for evaluation and cross-sectional analysis of the break point indicated that the failure mode occurred due to torsional overload. The event cause for the pipeline being stuck in capture coil could not be determined since the pipeline and capture coil remains in the patient.(B)(4).